Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted as of this time. A report received from technical service on 04/21/2017 stating that it has a pvc and it falls into blanking vp and it doesn't capture back up pace. The patient also had episodes with noise on both leads at various times a day. The physician was dr. (B)(6) at (B)(6) health center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).